Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, an electrical and a mechanical analysis. The visual inspection demonstrated that the distal part of the lead was bend and pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage traction forces during the surgery should be taken into consideration. During the analysis, no further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) and upon revision, was found to have dislodged to the pectoral pocket. The lead was explanted and replaced without incident.